Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device caused the reposition jaws and reactivate message. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. When connected to the generator an error screen was displayed (two switch activation detected). The instrument was disassembled and the edge of the limit switch had pierced the insulation and was contacting the rf return wire. This condition caused the reported error screen on the generator and impacted the functionality of the instrument